Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance measurements measuring, 134 ohms. Impedances was noted to be increasing over the last 3-6 months. Technical services recommended to continue to monitor, bring the patient in to reset the alert, and possibly increase the oor limit. At this time, the lead remains in service. No adverse patient effects were reported.